Manufacturer narrative:
The ge rep confirmed with customer that the table was rebooted and was operating as intended.

Event description:
The customer reported the system displayed error on table movement. No report of pt injury.